Event description:
It was reported that the patient received an alert for out-of-range lead impedance. High impedance was observed via review of trend report. No anomalies were found via x-ray. Dft testing was successful. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.